Event description:
It was found that head section was damaged and one of the load wheels came apart. It was also reported that the head section was very hard to move, making the head section unable to extend or retract. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.